Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter experienced leakage from the injector port. The following information was provided by the initial reporter: cannula inserted, flushed with saline and noted to be patent. Infusion connected to cannula. Prior to commencement of infusion, drug port was flushed and a click was felt and blood noted to be pouring from the top cannula port. Worry over increased frequency of failure despite bd assurance of 2.5 complaints per million. Stopped infusion, cannula removed. 2nd IV access established with no issues.

Manufacturer narrative:
H.6. Investigation: there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the verbatim, the probable root cause for the leakage could be due to valve issue. CAPA#1379444 was initiated to address the issue.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter experienced leakage from the injector port. The following information was provided by the initial reporter: cannula inserted, flushed with saline and noted to be patent. Infusion connected to cannula. Prior to commencement of infusion, drug port was flushed and a click was felt and blood noted to be pouring from the top cannula port. Worry over increased frequency of failure despite bd assurance of 2.5 complaints per million. Stopped infusion, cannula removed. 2nd IV access established with no issues.